Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that at a routine device check the device was found to be at eri (elective replacement indicator). Both the atrial and right ventricular impedance values had dropped to approximately zero, and this was considered sudden. The leads were tested and found to be functioning appropriately. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) device analysis revealed the condition was the result of a timing anomaly internal to the pacing/sensing integrated circuit.

Event description:
(B) (4)